Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) was unable to use rf telemetry with this cardiac resynchronization therapy pacemaker (crt-p) while the patient was in the clinic. Analysis was performed and determined this crt-p triggered remote monitoring disablement due to a high battery impedance. Subsequently, this device was explanted and successfully replaced. No additional adverse patient effects were reported. This crt-p has not been returned for analysis.